Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) was experiencing a flickering screen. The device returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a flickering screen. The battery¿s black wire on the lower case was loose and caused the screen to flicker (intermittently). The display wire insulation was noted to be pinched, however the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.